Event description:
The customer later reported the broken part was recovered with the use of forceps.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
It was reported, the ultrasonic surgical device tip was detached from the tb-scissor. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (b3, b5, d4, and h11). The subject device was manufactured in august 2023 based on the provided 3-digit lot information "38k". However, the exact manufacture date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely that the probe was contacting other instruments or non-insulated area possibly caused the reported event. A likely mechanism of the reported phenomenon is as follows: mechanism 1: 1. The tissue pad was worn out due to seal-and-cut output with the gripping part closed (including after the tissue was cut) without gripping the tissue. 2. The tissue pad became worn, causing the non-insulated part to come into contact with the probe tip. 3. The seal & cut output was performed in this state, resulting in scratches (contact marks) on the tips of the probe and gripper indicating that they came into contact with each other. 4. The probe was subjected to the load of seal-and-cut output and tissue clamping, resulting in cracks starting from the scratches (contact marks). In addition, abnormal error occurred. 5. The probe was ruptured due to the added load. Mechanism 2: 1. A scratch occurred because the probe came into contact with hard tissue, metal or surgical equipment during seal-and-cut output. 2. The probe was subjected to the load of seal & cut output or tissue grasping, resulting in cracks starting from the scratches. Abnormal error also occurred. 3. The probe was ruptured due to the added load. However, the subject device was not returned, and the root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Additional information inadvertently left out: it was reported that the version of software was 2.00. The intelligent tissue monitoring (itm) setting was "on" and is usually "on". The user understood the itm clearly. Additionally, the settings were not changed by the user during the procedure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the probe detached in the abdomen. The procedure was prolonged by 5 minutes and the procedure was completed with a similar device.